Event description:
A physician attempted to deploy a 2.25mm diameter x 24mm length endeavor sprint rx drug eluting stent to treat a lesion in a patient. The target lesion had severe calcification and the vessel tortuosity was moderate. A pre-dilatation was performed using a 2.0 x 20 mm sprinter balloon and the balloon was inflated to a maximum of 12 atms. The stent was advanced but it could not pass the lesion. It was reported that the struts of the stent were deformed. No patient injury or clinical sequelae were reported for this event

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, severe calcification and moderate tortuosity). No results available since no evaluation was performed (no device or cine images returned for evaluation). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severe calcification and moderate tortuosity). Unable to confirm complaint (no device or cine images returned for evaluation). (B)(4).